Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/12/2024, it was reported by a sales representative via sems-06733737 that an ar-6480 dualwave¿ arthroscopy fluid management system was pumping too much water and not regulating itself. This was discovered during cases where no individual case information was provided, and no adverse effects on the patient were reported.

Manufacturer narrative:
Additional information: g3, h3, h6: based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.